Event description:
Procedure: low anterior resection. According to the reporter: the instrument was closed and fired, after that removed, and no clips were stapled through the tissue. The surgeon resected the rectum which resulted in excrement spilling into the abdomen which resulted in infection and re-operation was required and a temporary colostomy performed. Patient spent time in intensive care, but has recovered. There will be an additional procedure to take-dawn the temporary colostomy.

Manufacturer narrative:
(B)(4).